Event description:
It was reported the needle gas leak occurred. During preparation for a renal cell carcinoma (rcc) treatment procedure, integrity testing of an icesphere 1.5 cx 90 degree cryoablation needle revealed a gas leak at an unknown location. The needle was exchanged and the procedure was completed with no patient complications.

Event description:
It was reported the needle gas leak occurred. During preparation for a renal cell carcinoma (rcc) treatment procedure, integrity testing of an icesphere 1.5 cx 90 degree cryoablation needle revealed a gas leak at an unknown location. The needle was exchanged and the procedure was completed with no patient complications. It was further reported that the leak was coming from the grey tube to handle joint.

Manufacturer narrative:
D3 - manufacturer address 1: (B)(4). Device eval by manufacturer: visual analysis of the needle showed no obvious damage. The needle was leak and performance tested. An air leak was seen from the handle-shaft connection. The shrink wrap was removed from the handle, and microscopic analysis of this connection showed a lack of glue.

Manufacturer narrative:
D3 - manufacturer address 1: tavor building 1, industrial park.

Event description:
It was reported the needle gas leak occurred. During preparation for a renal cell carcinoma (rcc) treatment procedure, integrity testing of an icesphere 1.5 cx 90 degree cryoablation needle revealed a gas leak at an unknown location. The needle was exchanged and the procedure was completed with no patient complications. It was further reported that the leak was coming from the grey tube to handle joint.